Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that for the past year this device has displayed gradually increasing pacing impedances on the right ventricular lead, up to the point of greater than 2000 ohms. However, as sensing and thresholds remained stable with no noise on the lead and no therapy issues, no action was taken on the device or lead. Recently, a followed up occurred, which confirmed the impedance on the lead has remained greater than 2000 ohms with stable diagnostics, therefore the physician will continue to monitor the device and lead with no intervention at this time. No adverse patient effects were reported.

Event description:
Subsequent information was received that the impedance measurements remain high and out of range and the threshold measurements had increased. No adverse patient effects were reported.